Event description:
Through the implant patient registry, it was reported that a patient with a 27mm 11500 aortic valve implanted for 4 months, 19 days was explanted due to dehiscence, pvl and aortic insufficiency. The patient presented with cardiogenic shock. The device was replaced with a 29mm 11060a aortic valve. The implantation data card indicated that the device explant was due to deficiency in the original device.

Manufacturer narrative:
H10: additional manufacturer narrative: added information to b5, b7, d4, h4 and h6. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. Valve dehiscence is not a malfunction of the device. Attempts have been made to obtain product for evaluation. No device was returned. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Based on the available information, procedural related factors may have caused or contributed to the reported issue. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the implant patient registry, it was reported that a patient with a 27mm 11500 aortic valve implanted for 4 months, 19 days was explanted due to unknown reasons. The device was replaced with a 29mm 11060a aortic valve. The implantation data card indicated that the device explant was due to deficiency in the original device. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.